Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The ventricular lead exhibited noise resulting in pacing inhibition and high ventricular rate episodes. The noise was reproducible with isometrics. The lead was capped and replaced on (B)(6) 2015. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.